Event description:
The pt developed a type iii endoleak that the physician considers to be severe. The physician feels that leak is inoperable because of the location of the endoleak; however, the physician is researching the possibility of a device to insert inside the ancure to stop the leak. The patient is doing fine. There is no further information at this time regarding the outcome of the physician's search for a device to repair the endoleak.